Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Possible issue may be with sample handling. In addition, sansure and the viasure platforms may use different algorithms, have different limit of detection (lod) values, and may target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Although the root cause cannot be identified, true amplification was observed for alleged run #3395. No curve abnormalities were noted for the negative repeat run #3407.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for one patient sample using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. The alleged sample initially generated a positive result for sars-cov2 (negative for influenza a & b). The same sample was repeat tested on two different testing platforms (sansure and the viasure) both of which generated a sars-cov-2 negative result. The same sample was further repeat tested on the same original cobas liat system and yielded a negative result for all targets. The results generated by cobas liat were not reported out. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA guidance for eua, 1 MDR is being submitted.